Manufacturer narrative:
Analysis of the returned fiber did not confirm a hole and no evidence suggesting it was damaged prior to use. However, analysis did identify a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that prior to the procedure, the fiber had a hole in it out of the box and did not work. The fiber was not used or attempted to be used. The procedure was successfully completed using a second device without patient complications. The fiber was returned and analysis identified a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.